Manufacturer narrative:
No product was returned for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one product was returned for evaluation. As received blood residual around the set was observed. However, no physical damage or anomalies were observed. No mating device was returned. The returned set was primed and a leak from inside the filter was confirmed. Complaint of leaks can be confirmed. The probable cause was due to an error during manufacturing process.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that liquid was leaking from the filter. There was no patient involvement, and no patient harm/adverse event reported.